Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed 6 channels with high impedance and also impedance fluctuations on other channels while pressing onto the skin areal over the implant or when the patient turns the head to the left. An accident or trauma is not known. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. The other damages found are contributable to explantation surgery. This is a final report.

Event description:
In situ measurements show 6 channels with high impedance and also high fluctuations of the impedance of several electrodes while pressing onto the skin area over the implant. Also fluctuations could be observed while patient was turning the head to the left. An accident or trauma is not known. The patient has been re-implanted on (B)(6) 2016.